Event description:
Additional information was received from the patient. It was reported that the patient had to recharge her stimulator. The battery was dead and a manufacturer representative had to do it. This resolved the issue.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's stimulator was not working. The patient programmer showed poor communication. The patient was unable to communicate with the patient programmer and tried to recharge but got the reposition antenna screen on the recharger. The patient had tried to reposition the antenna and turned the antenna dial but was still unable to charge. The patient was unable to communicate with both the recharger and patient programmer during the call with the manufacturer on (B)(6) 2016. It was noted that the patient had no falls/trauma, had no medical tests, and had not been near an electromagnetic interference source while trying to communicate. The patient confirmed that there were no changes to the ins pocket. The patient last felt stimulation and last successfully recharged in (B)(6) 2016 about a week prior to (B)(6) 2016. The poor communication, inability to recharge, and reposition antenna screen issues began in (B)(6) 2016 a couple of days prior to (B)(6) 2016. The patient was to follow-up with a healthcare professional (hcp) to have the internal device checked to determine the cause of not being able to communicate with both external devices. Additional information was received from the patient. It was reported that the patient's hcp instructed her to schedule an appointment with a manufacturer representative (rep) to visit the patient at the hospital. Additional information was received from a rep. The rep noted that he would call the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.